Manufacturer narrative:
The patient date of birth is not available at the time of this report. This report is filed on (B)(6) 2016, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection, swelling and numbness at the implant site. Subsequently, on (B)(6) 2016, the patient was prescribed oral antibiotics.